Manufacturer narrative:
The system was serviced in the field and the left and right trackers were tested and verified. The system passed all tests and no failures were found. The issue could not be duplicated. Codes 10, 213 and 67 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the previous night, the site had to bring a patient back for surgery as it was noted that the screws were inaccurate and went into the pedicle of the patient. It was later noted the site's general workflow includes checking the accuracy of the spin on the navigation system so she wanted both the imaging and navigation systems checked out. The patient impact was unknown and conflicting information was received stating the delay was unknown and that there was no delay.